Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with small area of epithelial ingrowth in right eye (temporal edge of flap). There was no visual impact and area was well defined. It was stated that the patient had no loss of best corrected visual acuity (bcva) however, right eye exhibited decrease of visual acuity at the (B)(6) 2017 visit. The patient complained of difficult intermediate vision (monovision). Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2017: right eye pre-op 20/20 -1.25 x -1.00 x 35, left eye pre-op 20/20 -.75 x -2.00 x 175. Bcva from (B)(6) 2017: right eye post-op 20/30 .00 x -.75 x 165, left eye post-op 20/20 -2.00 x -.25 x 132.

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.